Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was in the range of 300 mg/dl to 400 mg/dl and 229 mg/dl. The customer was treated with shots. The customer declined troubleshooting for high blood glucose. The customer did not see the drips and rewind and started all over and insulin come out of hand. The insulin pump will not be returned for analysis.